Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure for a transcatheter aortic valve implantation (tavi) procedure workup. Reportedly, when the plunger was retracted no suture was attached to the anterior needle, an anterior cuff miss occurred. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was not returned, only the suture, link, posterior needle tip and cuffs were returned; thus the reported needle to cuff miss was not tested. The observed anterior needle disengaging with the anterior cuff would appear very similar to an anterior needle to cuff miss/suture retrieval issue; therefore the reported complaint was confirmed. Additionally, analysis of the returned device found two cuff tabs broken and not returned. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broke cuff tab was not returned, no adverse patient health impact has been reported. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The customer reported the device will be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.